Event description:
It was reported that the customer had issues with high blood glucose 600mg/dl. Customer treated with a manual injection which brings down blood glucose, but when treated with insulin pump blood glucose does not lower. During troubleshooting the customer mentioned he's had cotton mouth and vomiting. Customer stated he has a back up plan. Customer treated high blood glucose with insulin pump. Customer stated there is no air in the tubing, insulin did exit the tubing, found no leak, and basal rates are correct. History anomaly, found a no delivery alarms and inaccurate bolus history. The blood glucose reading was 451mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.